Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter&#62688;readings. Currently taking medication to manage diabetes. Back to back blood test performed prior to call produced test results of 110mg/dl, 310 mg/dl, and 105 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expirate date is 03/31/2018 and open vial date is 07/15/2015. Recall test results performed fasting from meter memory (date/time not set): 204 mg/dl, (B)(6) 2015, 09:44pm; 184mg/dl, (B)(6) 2015, 09:43pm; 147mg/dl, (B)(6) 2015, 04:02pm; 203mg/dl, (B)(6) 2015, 09:01pm; 249mg/dl, (B)(6) 2015, 08:06pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed prior to call produced test results of 110 mg/dl, 310 mg/dl, and 105 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.